Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a3; b4; b5; g3; h2; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the tibial stem disassociated from the tibial baseplate. No medical intervention is planned as the patient is not experiencing pain, discomfort, or changes in gait. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: canary tibial ext 14x30mm: catalog#43557003014, lot#28798 the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the tibial stem disassociated from the tibial baseplate. No patient impact or additional intervention has been reported to date. Due diligence is in progress for this event; no additional information has been made available.